Event description:
It was reported that the patient¿s lead had dislodgement. The lead and implantable neurostimulator (ins) were replaced and were returned. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va05sc0, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4). Analysis of the tined lead ((B)(4)) found no significant anomaly. The lead body was stretched.